Event description:
It was reported that for a pacer-dependent patient a remote transmission revealed oversensing of lead noise. Approximately one week later, a remote transmission revealed that the patient received inappropriate atp therapy due to lead noise. The noise was not reproduced with pocket manipulation. The lead was explanted and replaced due to subclavian crush. The patient was stable after the event.

Manufacturer narrative:
Clavicle crush damage was noted at 23.7-24.3cm from the connector pin. The etfe coating was damaged at this location, consistent with the field observation of noise and inappropriate therapy delivery.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.